Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed air-in-line alarms during downstream occlusion testing. A review of the event history log revealed multiple "air in line" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was the ultrasonic sensor upper and lower values out of specification. The ultrasonic sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed multiple air-in-line during downstream occlusion testing. No additional information is available.